Event description:
It was reported while using bd needle ns 25ga 1in blt sq grd w/o shield the label information was incorrect. This occurred 39 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that labels contained incorrect information. Qc technician performed an incoming inspection on material 300030264 (05-8024) from bd. Inspector pulled six (6) cartons for sample inspection; each box had two (2) bags of 10,000 cannulas. 2. The inner labels on all 12 bags have the incorrect qty. The qty. On the inner labels is 1,000 and should be 10,000. The labels on the cartons have the correct quantity of 20,000. We initiated an investigation, reviewed the remaining bags, and confirmed that of all bags received, only one bag was missing the inner label, as the inspector found. The remaining 39 bags had the incorrect quantity on the inner label. Please confirm that the inner labels should be 10,000 and provide an RMA/credit for the bag missing the label as we have no traceability. Additional information: date received: 15-jul-2022, date identified: 27-jul-2022, customer reference #: (B)(4), bd part #: 301664, bd batch #: 2056494. On 08-aug-2022, supplier quality engineering reviewed the remaining bags and confirmed that of all bags received, only one bag was missing the inner label as found by the inspector and the remaining 39 bags had the incorrect quantity on the inner label.

Manufacturer narrative:
Medical device expiration date: na. It was reported one label was missing and others contained incorrect information. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos shows three different sides of a bag with products. The label is not visible. No other information could be obtained from the photos. A device history record review was completed for provided material number 301664, lot number 2056494. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.